Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the returned product identified a fracture at the threads near the top. No pre-existing conditions were noted on the product experience report. The reported device location was unknown and was used for approximately 11 years 5 months. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.